Manufacturer narrative:
As part of heartflow's internal review, we identified an incorrectly provided analysis for the lad vessel and rca vessel modeled too large in a the heartflow analysis. Hfid# stfcs-24cr2d-zrhh: the investigation determined heartflow incorrectly provided an analysis for the lad and the ostial rca was modeled larger than what is indicated in the CT data due to misinterpretation by heartflow's automated technology and inspection process. The customer was notified of the investigation results. The physician has not reported a safety event with the patient. If any new information is received at a later time a supplemental medwatch report will be submitted. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient. The heartflow analysis process is dependent on the quality of the imaging data provided. The ffrct values may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts.

Event description:
Heartflow identified a potential incorrectly provided analysis for the lad vessel and rca vessel modeled too large in the heartflow analysis.